Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to her hcp yesterday due to high blood glucose levels. The customer then stated that the paramedics have been called three times during her hcp visits due to low blood glucose levels. The customer stated that she takes a bit of insulin, then goes low. The customer also reported no delivery alarms when reservoir volume goes low. The customer declined troubleshooting as she understands that no delivery can alarm when reservoir is empty. Nothing further was reported.